Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus had difficulty calibrating. It was indicated that the connector from the overlay to the printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus had difficulty calibrating. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.